Event description:
It was reported that during a laparoscopic cholecystectomy, the third clip would not fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 9/25/2007. The analysis results confirmed that one device was received in good visual condition. One pear shaped clip was returned along with the instrument. The instrument was cycled, fed and formed eight conforming clips and one clip with a gap. The instrument locked out as intended, but the orange indicator did not show up. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The final quality release criteria was met before this batch was released for distribution.